Event description:
The customer reports the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Return of the suspect lancet device and the lancets were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA . The year is the only known part of manufacture date. We have defaulted to the first of the year.